Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, users were unable to view what medication orders were going to the patient, despite the remote support service status being online. The customer reported that they were viewing the issue directly at the station. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) dialed into the server and was able to view the patient information provided by the customer, with no issues observed. The tss emailed the customer requesting a new order since the existing order was located, but no response had been received from the customer. Tss stated that the final email was sent and advised that if the issue persists, a new case should be opened with updated orders.